Manufacturer narrative:
The device passed the self test. Pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Rewind anomaly confirmed. Pump error 43 unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error and not able to rewind. The customer's blood glucose value was 200 mg/dl. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.